Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately seven years and one month after the implant of this transcatheter bioprosthetic valve, transcatheter aortic valve (tav) failure was first noted. The valve failure was reported as structural valve deterioration. No patient complications have been reported as a result of this event.

Event description:
Additional information was received which clarified that the valve failure was first identified approximately seven years and three months after the initial valve implant. The valve-in-valve occurred approximately four months later.

Manufacturer narrative:
Updated data: b5. D6a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b1, b2, b5, d4, h1, h6 h1: updated as intervention has since occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that severe hemodynamic deterioration of the valve was specific to an increase in the mean gradient >= 20 millimeters of mercury (mm hg) from baseline and a mean gradient of >= 30 mmhg. Approximately seven years and 5 months following the valve implant a valve revision occurred. A non-medtronic valve was implanted valve-in-valve.